Manufacturer narrative:
Section b3: date of event has been estimated. Section d6a: date of implant was inadvertently populated in the initial report; the device is not implanted. Manufacturer¿s investigation conclusion: the reported events of the system controller, serial number (B)(6), having the display not working for the past 3-4 months and having only two of the battery level light emitting diodes (leds) illuminating were not confirmed as no products were returned for analysis and no photos were submitted for review. The data in the submitted log file did not indicate any issues with the system controller. No atypical alarms were observed in the log file. The pump maintained a speed within the low speed limit without issue throughout the log file. Provided information reported that the issues resolved when the system controller was exchanged to the backup system controller. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The system controller was not returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU), rev. D and patient handbook, rev. A can be found on the electronic IFU page of the abbott website. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the system controller display was not working for 3-4 months according to the patient. When the power button was pressed to cycle the numbers, nothing showed. The patient stated that they had not had any alarms. Log files were submitted for review and captured no unusual events in the log file event history. In clinic, a self-test was attempted, and the device executed the function with the screen working, yet only two lights on the energy bar were lit up. The system controller was exchanged to their backup system controller, and the problem resolved.